Event description:
Consultant reports removal of hardware due to necrosis of the skin over the original surgery site of the first metatarsal, right foot. Date of implantation is unknown. Surgeon removed the 2.4/2.7mm va locking navicular plate and 2.7mm va locking screws, self-tapping, and placed a wound-vac on (B)(6) 2013. It was noted the plate was partially exposed prior to removal. Surgery was successfully completed. This report is on the screw. This is 4 of 5 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Additional pro code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.